Event description:
The facility reported that the pt was being transferred from her chair when the lift continued to raise until it reached the motor. The red emergency cord was not pulled. No injuries were reported. (B)(4).

Manufacturer narrative:
No investigation was performed on this specific device, but based on investigation done on previous similar cases, it has been determined that most healthcare facilities are using an increasing number of electrical/electronic devices and equipment. Some of these devices and equipment (such as wi-fi systems, two-way radio transmitters, nurse call systems, personal pagers, cellular phones, electrical motors, hvac systems, hot water boilers, light dimmers, to name a few) can produce desired and/or undesired radio frequency (rf) signals. Unfortunately, the proximity to equipment emitting rf signals can cause electromagnetic interference (emi) on medical devices such as ceiling hoists. Even though this device meets the requirements of (B)(4) (recognized as the "state of the art" standard), which defines the electromagnetic compatibility and immunity medical devices must conform to, some fixed ceiling hoists may move without the intervention of a caregiver (described as uncontrolled movement) as a result of emi. Based on the info provided the MFR has determined the most likely cause of this event is the phenomena described above. The MFR recommends that the ceiling lift be turned off when not in use. The operating and product care instructions recommend help in lessening the probability that these events cause harm when occurring. For instance: "always ensure that the equipment is used by trained staff." "To stop the ceiling lift in any emergency, pull the red emergency cord."